Manufacturer narrative:
Correction: d4 the investigation of the reported failure mode has been completed. No product was received for evaluation. Hematoma: the cause of hematoma is determined to be use issue due to patient movement because the hematoma was noted after patient movement. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient during the support developed a small hematoma near the insertion site. During foley insertion as the patient moved the right lower extremity, hematoma noted. Pressure was held and hematoma resolved. Sheath angle matched and site dressed.